Event description:
The customer reported that some of the images were mixed when pulling from thumbnails and the same images were mixed when sent to pacs. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was reformatted and the system software was upgraded. The system was then found to be operating as intended.